Manufacturer narrative:
Per customer, qc was within range on the date of the event. The sample was collected in a bd, lithium heparin tube with gel separator, and centrifuged at 6,000 rpm for 3.5 minutes. The speciment was sampled from a primary tube. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted diagnostic testing which passed within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tnl) result that was generated by the access 2 instrument. The customer stated that an initial accu tni result was above the ami cut-off value and repeated twice within the normal range. The actual results were not supplied by the customer. No additional information regarding this event was provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.